Event description:
It was reported that multiple episodes of noise were observed. Intermittent undersensing of the noise resulted in vf detection instead of noise reversion. The patient received inappropriate atp therapy, but high voltage shocks were aborted prior to delivery due to noise reversion. The patient reported that at the time of the interferences, he was going through mud and oxygen therapies. Electrical values were all good. The device remains implanted. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.